Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with volume overload and concern for right ventricular (rv) failure. The pump appeared stable. The log file observed a no external power alarm on (B)(6) 2021. Related manufacturer number of mobile power unit: 2916596-2021-04182.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from 30jun2021 through 08jul2021. No notable alarms were observed within the file. The pump appeared operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2021. The heartmate 3 lvas instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump did not contribute to the patient's right ventricular (rv) failure. The patient's rv failure responded well to diuresis and the patient was to continue with regular follow up in heart failure clinic and was taking diuretics by mouth at home.